Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received and a valid serial number has not been provided. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and actions were taken per per (B)(4). The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "I am a patient as well as being a board-certified emergency physician. I have been using abbott's free style libre cgm for the past 2 years for type 2 dm. Over the past 7 months I have had multiple libre 3+ sensors that were consistently alarming for false low blood sugars throughout the day. I am aware that incorrect placement of the sensor or pressure on the sensor can affect the sensor but these were not the case as they happened throughout the day and night and when I checked my blood sugar with a relion finger stick device the actual blood finger stick reading was 20 to 40 point higher than the libre cgm device stated. I am concerned enough to no longer trust my libre 3+ sensors and have ended up double checking them with finger sticks on the relion device. Abbott recently sent me an urgent message to state that they have found the same problem that I am experiencing but not in the USA. I beg to differ as my personal experience is as stated above. This is very frustrating as they have no contact information other than to talk to a service representative through their patient problem reporting phone line. They are not very helpful as they read their scripted reply and usually will send a replacement sensor while the true problem of faulty sensors doesn't seem to have been addressed. These sensors cost 50 dollars apiece and last 15 days. More than once I didn't have a finger stick device available and just ignored the low glucose alarm thinking that the actual was probably 20 to 40 points higher as I was not experiencing any solid physical symptoms such as lightheadedness sweating, weakness or tachycardia but I am also on beta blockers for my blood pressure and it could mask some of these symptoms. I stopped taking the reader for the libre to bed as it was often falsely alarming throughout the night, and I would have to get up to do a finger stick for a more accurate blood glucose reading. Not once, did it ever corroborate the libre reading and as usual was off by 20 plus points, often times as much as 40 points. I am aware of the 15% margin of error between libre reading and true blood glucose reading but often times it was far exceeded. Hopefully you can investigate this and reach some kind of solution with abbott. It appears that in the USA I am not the only american having this problem according to the reddit blog about the free style libre3+ causing similar problems for other consumers. Thank you for your time based on the information provided, there was no report of serious injury associated with this event. Adc customer service successfully contacted the customer, however, further information pertinent to the case was not provided. Based on the information provided, there was no report of serious injury associated with this event.